Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The target lesion in the right coronary artery (rca) was treated with a viperwire guide wire and csi orbital atherectomy device (oad). The lesion was slightly tortuous with 270 degrees of calcification and 90% stenosis. The vessel's diameter was 1.5 to 2.5 mm. After orbital atherectomy, the physician attempted to exchange the viperwire guide wire using an exchange catheter. However, the catheter would not advance past the spring tip of the viperwire guide wire. The opinion of the physician was that the catheter contacted the spring tip of the viperwire guide wire, rotated it several times, and the spring tip subsequently fractured. The spring tip fragment was retrieved via snare. The patient condition was good following the procedure.